Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive when verifying instruments and setting up equipment for a procedure. It was reported that uninstalling and re-installing the spine application software did not restore functionality to the navigation system. It was reported that the navigation system reverted to a blue screen when it became unresponsive. There was no patient present when this issue was identified. No additional information was provided.